Event description:
Hosp emergency dept responded to a person described as in cardiac arrest. According to the rptr, when the device was charged, it wouldn't charge above 50 joules, based on the display. A backup device was called for and used but the pt was not resuscitated. The rptr stated the pt's death was not caused or contributed by the alleged malfunction because the pt was not viable and a backup was immediately called for and used.